Event description:
It was reported from a retrospective clinical study that a patient had an initial intramedullary nailing of the right humerus. Subsequently, the patient underwent removal of all hardware approximately 7 months later due to nail prominence. X-rays revealed radiological protrusion without clinical symptoms. The patient remained satisfied throughout the study, and the bone had healed prior to explantation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Blunt tip screw, 4x40mm item#: 47248604040 lot#: 3242834. Blunt tip screw, 4x40mm item#: 47248604040 lot#: 3240205. Blunt tip screw, 4x40mm item#: 47248604040 lot#: 3225016. Cortical bone screw, 4x26mm item#: 47248612640 lot#: 3232085. Cortical bone screw, 4x26mm item#: 47248612640 lot#: 3240161. Proximal humerus nail cap, 0mm item#: 47248801000 lot#: 3238233. G2: foreign - event occurred in spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.